Manufacturer narrative:
No pump error 130 noted during testing. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. They assisted with displacement test and test was passed. The customer stated that the insulin pump was not exposed to high magnetic fields. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.